Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer reported that the issue was not resolved by removing the battery and cleaning it. The alarm occurred while the customer was working in the yard and the customer stated that the insulin pump may have gotten sweat on it. The blood glucose reading was 91 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.